Event description:
It was reported in (B)(6) 1991 that the patient was unable to hear on several channels. An x-ray was taken and it was determined that the electrode array had migrated partially out of the cochlea. The patient was reprogrammed and reportedly benefited from device use. On (B)(6) 2006 the patient reported that his performance with the cochlear implant had deteriorated. Results of an integrity test done on that date were consistent with normal device function and partial electrode array migration. Explantation/reimplantation surgery is scheduled for on (B)(6) 2007.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling (B)(4).